Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of the pump segment disconnected from the IV tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20063285 was performed. The search showed that a total of 33243 units in 1 lot number was built on 18jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: I had an rn report that on two separate occasions, the IV tubing ref ¿ 2426-0500 was defective. The ¿pump segment¿ disconnected from the IV tubing. I haven¿t submitted defective items that are stocked by spd so am starting here. The lot number was (10)20063285. The event occurred on (B)(6) during office hours (between 0830-1700). No adverse events resulted. The tubing came apart before hooking the patient up and had normal saline instilled. Unfortunately, the tubing was discarded.